Event description:
The physician implanted a tracheobronchial wallstent in the pt's superficial femoral artery. Approximately two weeks later, the pt came back occluded. The occlusion was resolved using anticoagulants. The physician is a vascular surgeon inexperienced with wallstents. The co's technical sales representative will be re-training this physician.